Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 32 staples remaining in the cover block, indicating that at least 3 staples were fired by the end user. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Flash was observed within the cover block. Die casting anomalies were observed on the forming tool. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. CAPA has been opened under teleflex's quality system by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. The CAPA identified flash in the cover block as the probable root cause of visistat 35r staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. The user tested the other 2 staples, but the same issue occurred. Therefore, the fourth unit was used for the procedure." No patient involvement. Associated mdrs #3003898360-2023-01415 and #3003898360-2023-01412.

Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. The user tested the other 2 staples, but the same issue occurred. Therefore, the fourth unit was used for the procedure." No patient involvement. See associated mdrs #3003898360-2023-01415 and #3003898360-2023-01412.

Manufacturer narrative:
Qn#(B)(4).